Event description:
Customer's mother called stating that customer is needing another belt clip, she also states that customer is having issues with the insulin pump button malfunctioning. Customer's blood glucose was 140 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time